Event description:
It was reported that at a follow-up appointment, this right ventricular (rv) lead exhibited elevated, out-of-range shock impedance measurements (>200 ohms) in multiple configurations. Boston scientific technical services was contacted and recommended programming to the configuration with the lowest shock impedance measurement (rv coil to can, 81 ohms). Additionally, defibrillation threshold testing (dft) was recommended to assess the rv lead integrity. At this time, the rv lead remains implanted and in-service. No adverse patient effects were reported.